Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. Attempts to interrogate the device were unsuccessfully despite troubleshooting. The device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was successfully telemetered however later throughout analysis telemetry difficult was encountered. Device diagnostic testing was performed, and some benign resets were observed in specific memory locations which are often associated with radiofrequency (rf) wakeup pulse issues. An rf wakeup pulse test was performed and the results were consistent with shortened telemetry wake-up pulse behavior which is associated with a telemetry component (oscillating crystal) within the rf circuit.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beep tones. Attempts to interrogate the device were unsuccessfully despite troubleshooting. The device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation. Additional information received indicates that the device was held up in customs but recently released. The device is in route to our arden hills, minnesota USA facility for evaluation.